Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the doctor used levofloxacin hydrochloride injection (dose, route, duration and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn during the treatment. No additional information could be provided as the reporter declined follow up.